Event description:
This unsolicited case from united states was received on 06-dec-2017 from a physician. This case concerns a (B)(6) year old male patient who received treatment with synvisc one and later after unknown latency had pseudo septic knee. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date in (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once (expiry date: unknown) (batch/lot number: 7rsl021) in left knee for osteoarthritis. On an unknown date in (B)(6) 2017, after unknown latency, patient had pseudo septic knee. The patient was well and was in (B)(6) now. It was reported that patient had red swollen knee and the fluid was aspirated. Physician did not keep the fluid and did not send it to a lab as the patient did not have fever, chills, or signs of sepsis. Physician reported he also injected the patient with a steroid. Physician did not keep any of the aspirated fluid. Caller stated that from his knowledge the patient "seemed to be okay." Corrective treatment: steroids for pseudo septic knee; not reported for device malfunction outcome: unknown for pseudo septic knee and device malfunction an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention for both events additional information was received on 06-dec-2017 and 12-dec-2017 from physician (both information processed together with clock start date 06-dec-2017). Event of device malfunction was added and red swollen knee and knee was aspirated was added as symptoms of pseudo septic knee. Product details updated. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 12-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later had pseudosepsis in the left knee with symptoms of knee effusion, localised erythema and knee swelling. Although exact event start dates have not been reported, temporal relationship can still be established between the events and suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Hence, the pharmacological plausibility of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a physician. This case concerns an (B)(6) male patient who received treatment with synvisc one and later after unknown latency had pseudo septic knee no past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection (dose, frequency, expiry date and indication: unknown) (batch/ lot number: 7rsl021) in left knee. On an unknown date, after unknown latency, patient had a pseudo septic knee, it was aspirated and steroids was injected in the knee. The patient was well and was in (B)(6) now. Action taken: unknown. Corrective treatment: steroids. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criterion: required intervention pharmacovigilance comment: sanofi company comment dated 06-dec-2017: this case concerns a male patient who received synvisc one injection and later had a pseudo septic knee. Based upon the information available, the causal role of the product cannot be denied for the occurrence of event. However, there is no information regarding technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors would aid in the complete medical assessment of the case.